Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. From the survey results of the actual product and past cases, it is estimated that the peeling of the tissue pad was caused by the following causes. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during laparoscopic hernia repair using the subject device, the tissue pad was damaged among 1 and 2 hours after the surgeon used. The surgeon used with usg-400 and td-sb400. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation on jun 9, 2021. Omsc found that the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away.